Event description:
Medwatch report mw5178626 received and reported the following: patient seen for outpatient colonoscopy. A large polyp was identified in the sigmoid colon. The physician requested an olympus ligating device for a polypectomy. The device was opened and secured around the polyp when it was discovered that the handle of the device would not release/ deploy. The device was stuck in the patient surrounding a large polyp with high risk of hemorrhage. The device was ultimately cut and burned to detach it from the colonoscope and patient. Total time to correct - 70 minutes. Patient will be getting a follow up CT scan. Patient will need surgery. Debatable on if the patient would have needed surgery if the device did not malfunction.